Manufacturer narrative:
Updated data: h6 - eval code method, eval code result and eval code conclusion analysis: review of the device history review (DHR) for this device (sn (B)(6) found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve remained implanted, thus, it was not returned for product analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows; post transcatheter aortic valve replacement (tavr) transesophageal echocardiogram (tee) images provided from february 15th, 2023. Evolut implant was shallow on the posterior side of the frame, and depth was approximately 10.5 millimeter (mm) on the anterior side. Moderate to severe central aortic insufficiency (ai) with moderate paravalvular leak (pvl) noted. Trace to mild mitral regurgitation. Ejection fraction was about 60%. Conclusion: the three-year follow-up transthoracic echocardiogram (tte) showed mild to moderate pvl. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. Like pvl, aortic regurgitation could also be caused by a variety of factors including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available, a conclusive root cause for the pvl and moderate-severe aortic central regurgitation could not be determined. Ultimately, a non-medtronic transcatheter valve was implanted with an acceptable result. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remained implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported and no treatment was prescribed. No adverse patient effects were reported. The three-year follow-up transthoracic echocardiogram showed mild-moderate pvl. No symptoms reported and no treatment was provided. Additional information was received which indicated that approximately 5 years and 4 months following the valve implant the patient was treated for covid 19 with paxlovid. Approximately 3 weeks later, shortness of breath developed. The patient had been treated as outpatient for pneumonia with oral antibiotics. One week later, the patient presented to the emergency room with shortness of breath and was re-hospitalized. Congestive heart failure was identified with bilateral pleural effusions observed on a chest x-ray. A transesophageal echocardiogram (tee) noted mild-moderate paravalvular leak (pvl) with an ejection fraction of 62%. An additional tee noted moderate-severe aortic central regurgitation and mild-moderate pvl. A loop diuretic was administered, and the event was considered resolved one day later. Further evaluation resulted in a transcatheter valve revision approximately 3 weeks later. A non-medtronic transcatheter valve was additionally implanted at node 5 (inflow to inflow). The result was deemed acceptable and the patient was discharged home. No additional adverse patient effects were reported. If additional reportable information is received, a supplemental report will be submitted.